Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the bg meter. Reportedly, the cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem infusion set issue. Customer required assistance from emergency medical technicians to treat bg level via intravenous sugar. The customer was instructed to consult with healthcare provider regarding bg level.